Event description:
A patient wearing one of our products complained of right eye pain, redness and lid swelling. The patient had slept in these lenses the previous night and told the nurse that he has worn the same pair of lenses since january. The patient was unable to remove the lens in question. The school nurse gave the patient rewetting drops which did not help. The patient was taken to see an optometrist who removed and discarded the lens. The optometrist said this patient was new to his practice. The optometrist noted the patient had a central corneal abrasion and treated the patient with vigamox and homatropine drops and referred the patient to an ophthalmologist. The patient saw the ophthalmologist the following day. The patient's record notes the patient had a "minimal corneal ulcer, no culture required." The ulcer was located "superior to the visual axis" at 12 o'clock. The patient had 3+ injection and cells in the anterior chamber. The patient was treated with fortified vancomycin, fortified tobramycin and vigamox. The patient returned to the clinic three days later and there were trace cells in the anterior chamber and 3+ injection. The patient returned two days later and there was 1+ injection and no cells in the anterior chamber. The patient returned for the last visit four days later, the corneal ulcer was healed at that time. The patient's visual acuity was 20/20. The patient did not return to the optometrist's office after the resolution of the ulcer.